Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable for more than a year. Device was unable to be charged due to the device being inoperable. A surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.